Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the up button was not responding. Caller also reported physical damage of insulin pump. It was reported that display screen had water damage and there was a crack at the back of display screen. Insulin pump would need to be replaced.

Manufacturer narrative:
The device was received with cracked case on the back at the battery tube area and battery tube threads. The device was received with stained and faded serial number label. The device was received with missing display window cover. The device was received with minor scratched display window, case and keypad overlay texture damaged. The device failed leak test. A leaked crack on the back of the pump was noted. The device was received with intermittent up arrow buttons due to corroded keypad traces. The device was received with connector properly connected. No damage or moisture damage at the electronic or motor assemblies noted per visual inspection. The devise passed displacement test.